Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead had a separation failure as the stylet was stuck inside and could not be removed. The lv lead was then removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of stylet could not be removed was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up or clogged with the inner coil distal to the connector pin. The cause of the reported event was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly. Electrical testing did not find any indication of conductor fractures or internal shorts. Abbott is continuing to monitor this issue.